Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. However, the facility returned a photo depicting the broken needle alongside another needle for comparison . The piece that had broken off in the pt was not included in the photo. The photo and all available info was forward to the device manufacturer (b. Braun (B)(4)) of the needle. Per the manufacturer's investigation, based on the returned photo, the needle cannula was broken off approximately 25mm from the cannula tip. The cannula appeared bent at the point of fracture, however, a definitive conclusion could not be made from the photo. The manufacturer reviewed their batch records for the involved spinal needle lots, and there were no abnormalities or non-conformances of this nature noted during the assembly process or final control inspection. In addition, the retain samples of the involved spinal needle lots were pulled for evaluation. The cannulas of the retain samples were subjected to a stiffness test according to specification with acceptable results. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number or needle material number. There are no other reports of this nature against the reported lot number. Review of the discrepancy management system data base performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature noted during in-process or final product inspection. Without the actual sample, a thorough evaluation could not be performed and no specific conclusions can be drawn. However, incidents of this nature can generally occur when the needle is subjected to some type of trauma during use the stresses the device beyond its design capabilities. If additional pertinent info becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports while attempting to do spinal anesthesia, one inch of the 25ga pencan spinal needle tip broke off and was retained in the pt. The retained needle was deemed too deep (5 cm from skin) and complex for simple removal, so the pt was scheduled for removal by a neuro/spinal surgeon at a later date. The broken needle fragment was retrieved surgically. The location of the retrieved broken needle is unk at this point. It was removed in a different facility.